Event description:
The device was returned after being explanted for normal battery depletion indicators. It subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Event description:
The device was returned for analysis after being explanted for normal battery depletion indicators. It subsequently tested out of specification during manufacturer's analysis. Additional information, later obtained through follow-up with the manufacturer's representative, reported that at explant, the device was functioning in eri (elective replacement indicators) mode, vvi at 65ppm. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary testing revealed no telemetry and no output. Further analysis revealed the no telemetry and no output conditions were the result of lifted hybrid bond wires.